Manufacturer narrative:
(B)(4). The device was returned for evaluation. The complaint was confirmed, one of the two lock plates had broken in half. Half of the plate had dislodged; the other half was retained within the assembly. This malfunction did not take place during a procedure, there was no patient involvement/harm.

Event description:
Within the one year of purchase of the hercules 3 stabilizer arm devices, during set-up of the devices with no patient involvement, it was determined that the locking plate was broken.